Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received battery was dead and hit buttons and pushed once or twice then it will be came back on as well as blank display. Customer¿s blood glucose level was unknown. Customer stated that the pushed the light button and the esc button. Customer stated that the same thing happened twice. Customer states the contacts on the battery cap was not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Advised the customer to insert the new battery. Customer states the display was returned. Troubleshooting was performed for blank display and button error alarm. The insulin pump will be returned for analysis.